Manufacturer narrative:
Additional information was received on 29-jan-2025 providing the concomitant ablation catheter of qdot micro, uni, tc, f and that no diagnostic catheter was used. Updated the d10. Concomitant medical products and therapy dates section to include the qdot micro, uni, tc, in addition, in the 3500a initial under the ¿h11. Additional manufacturer narrative¿ the following was reported: ¿per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. However, no biosense webster, catheter information was provided. Therefore, we are processing this MDR with the "qdot micro¿ catheter" which is the most commonly used ablation catheter with this system.¿ since it was confirmed that the catheter used was the qdot micro, uni, tc "qdot micro¿ catheter", there is no change to the PMA details. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. However, no biosense webster, catheter information was provided. Therefore, we are processing this MDR with the "qdot micro¿ catheter" which is the most commonly used ablation catheter with this system. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a ngen generator and the patient experienced case cancellation that required hospitalization. They had error 275 "no communication with carto" with a new ngen monitor. They had to use a competitor to continue the case. Case on going. There were no patient consequences. There was a 30 minute delay. Additional information was received on 16-dec-2024. The patient was in the room at the time of the delay. No death or serious injury. The physician reported that the patient was not treated. No intervention was required due to the delay. Additional information was received on 19-dec-2024. The patient was under anesthesia for 1 hour and a half. A transseptal puncture was performed prior to the case cancellation. The patient was treated with a competitor, medtronic with pulse select catheter. No injury, the patient was not treated of his tachycardia and required extended hospitalization as the patient was hospitalized for a new time to undergo the same procedure. This event was originally considered non-reportable, however, bwi became aware on 19-dec-2024 that the patient experienced case cancellation which required hospitalization to undergo the same procedure and have reassessed the event as reportable. The awareness date for this record is 19-dec-2024.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation with a ngen generator and the patient experienced case cancellation that required hospitalization. They had error 275 "no communication with carto" with a new ngen monitor. According to the work order (wo) information, the monitor, the psu, and the console were defective, so they were replaced to solve the problems. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of johnson & johnson medtech's quality process. Explanation of codes: investigation findings: operational problem identified (c13)/ investigation conclusions: cause traced to component failure (d02) / component code: circuit board (g02005) were selected as related to the customer¿s reported ¿error 275 "no communication with carto" and ¿case cancellation that required hospitalization¿ issues. In addition, biosense webster inc. Analysis finding of the front control board problem. Investigation findings: operational problem identified (c13)/ investigation conclusions: cause traced to component failure (d02) / component code: touchscreen (g0204004) were selected as related to the customer¿s reported ¿error 275 "no communication with carto" and ¿case cancellation that required hospitalization¿ issues. In addition, biosense webster inc. Analysis finding of the gen display module problem. Investigation findings: operational problem identified (c13)/ investigation conclusions: cause traced to component failure (d02) / component code: power supply (g02027) were selected as related to the customer¿s reported ¿error 275 "no communication with carto" and ¿case cancellation that required hospitalization¿ issues. In addition, biosense webster inc. Analysis finding of the gen power supply problem. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).